Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (device is alarming) has been confirmed. Upon investigation, the cable running from the distribution node to ECG b has an open internal wire. The root cause of the open internal wire cannot be positively identified. No adverse event resulted from the open internal wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the device is alarming with both garments on. The patient was provided with a replacement electrode belt.